Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed with usb pins from j3 damaged. The receiver failed to charge and reboot due to damaged usb pins from j3. The receiver download and functional testing could not be performed due to damaged usb pins from j3. The reported event loss of connection could not be determined. A root cause could not be determined.